Manufacturer narrative:
The device was returned and evaluated by cardinal health. The device was received with the shuttle engaged from the black handle. The sealant and advancer tube were in the manufactured position. The balloon of the returned device was visually inspected and the results revealed that there was no saline in the balloon, which indicates that the device may have not been prepped with saline during the prep phase. During the investigation, vacuum was drawn from the balloon, then the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was verified to be within specification. A review of the lot history record (f1611802) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event was incorrectly following the mynx instructions for use (IFU), resulting in a pull through during the procedure. The mynx IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use and to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to purge the device of air during the prep phase and applying excessive tension to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces resulting in the balloon pulling through the arteriotomy. Moreover, the mynx IFU, figure 5 for deploying the sealant also instructs the users to gently advance the advancer tube until the single marker is fully visible. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the IFU. Should additional relevant information become available a supplemental MDR will be filed. This is report 1 of 3; from the same user facility same lot number as MFR report #: 3004939290-2016-00221 and 3004939290-2016-00222.

Event description:
It was reported that 3 mynxgrip device balloons from the same lot pulled through the arteriotomy in 3 separate cases. This report is for device 1 of 3. This device was being used in conjunction with a 6f procedural sheath for vascular closure following a diagnostic catheterization procedure. The device was not prepped according to the mynx instructions for use. During the preparation of the device, the scrub tech dipped the sealant into saline prior to the device being inserted into the patient. The user did not shuttle down completely. Significant resistance was not felt when shuttling down and unusual force was not applied when retracting the sheath. The user over-tamped and pulled hard on the device, resulting in the balloon pulling through the artery. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the event. There was no patient injury. Additional information was requested but was unknown.